Event description:
Discordant high (false positive) troponin (tni) results were obtained with 2 patient samples on an advia centaur xp analyzer. The discordant results were not released to the physicians. The laboratory runs all samples in duplicate. The samples with discordant results were retested, and the repeat results were reported to the physicians. There were no known reports of patient treatment being altered or prescribed. There were no known reports of adverse health consequences due to the discordant tni results.

Manufacturer narrative:
A siemens healthcare diagnostics inc. Fse (field service engineer) was dispatched to the customer site for instrument evaluation. After evaluating the instrument, the fse performed preventive maintenance and ran a precision run. The fse determined that the cause of the discordant tni results was due to both straws of the base reservoir lid having broken off. The base resevoir lid was replaced. The instrument is performing according to specifications. No further evaluation of the system is required.